Event description:
During an initial implant procedure, the set screw of the device header was observed to be broken. The device was not used. The patient was stable.

Manufacturer narrative:
The reported event of header break was confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was electrically within normal range of operation. The header of the device was fully removed and not returned for analysis; this is consistent with implant damage. Further electrical analysis was not possible due to the header break. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.